Event description:
It was reported that the sinus blade will not disengage from the handpiece post case and it was stuck. There was no known patient impact related to the event. Based on the handpiece analysis the blade broken in collet.

Manufacturer narrative:
H3: product analysis found that visually, portions of the inner shaft were distal to the inner hub (between the striations and hub) when returned. There were striations on the outside diameter of the shaft 1.27 inches from the distal end of the hub. Under magnification, there were small indentions/dimples on the outside diameter of the shaft proximal to the tip. Additionally, there was deformation in the distal outside diameter of the hub. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.328 inches in the undamaged area and up to 0.340 inches in the deformed area which was out of specification. There were traces of wear on the hub bushing. Functionally, the device failed due to the missing outer assembly upon return and the inability to securely load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.